Manufacturer narrative:
The customer's trial stem was not returned along with the trial neck. A functional check with a mating trial stem confirmed the complaint. There is visual damage to the threads on the neck trial. The root cause is attributed to wear out. The date code af1105 indicates the trial neck was manufactured in november of 2005 and is over 10 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Upon inspection of the tray, it was noted the 36 neck trial would not properly screw onto a stem trial. It appears the threads are damaged on the neck trial.